Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose. Customer blood glucose level was unknown. Customer also stated that they not wearing the insulin pump and at all on injection when hospitalized. The device will be returned for analysis.